Event description:
When accelerator accepted for clinical use & while acceptance testing underway, med physicist questioned 30 degree wedge factor measured & how close it was to a 60 degree wedge factor. Service engineer & installer insisted & reassured rptr that it was correct. When entering machine data into treatment planning computer, the isodose distribution for the 30 degree wedge was identical to the 60 degree built-in wedge. MFR notified again & error was corrected. They replaced the incorrect 30 degree wedge with the correct wedge. The incorrect wedge was used clinically for 2 boost volume prostates. Tx plans were rerun to show differences, & prescription volumes were not compromised, per physicist & physician review.